Event description:
Acquire pulmonary fnb device cap broke upon physician trying to place on scope. There was no harm to the patient. The device was replaced and the procedure was completed as planned. The local rep was contacted by material's management and the device was returned for failure analysis.